Event description:
The hospital reported that in preparation for two separate cath lab cases, the staff encountered a problem with the scalpel in pack. One end of the scalpel is coming apart. The tech tried to fix it and was able to use it with no further problem. In the second case, the scalpel fell apart and was unusable.

Manufacturer narrative:
Describe event or problem: the hospital reported that in preparation for two separate cath lab cases, the staff encountered a problem with the scalpel I pack. One end of the scalpel is coming apart. The tech tried to fix it and was able to use it with no further problems. In the second case, the scalpel fell apart and was unusable. Deroyal's raw material number for the defective device is (B)(4). Current inventory was reviewed and found acceptable. The returned sample was forwarded on to the MFR for further investigation.